Manufacturer narrative:
Approximate age of device ¿ 4 years and 11 months. The pump was not returned for evaluation, as it remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital after presenting to an outside hospital with dark stools. The patient¿s hemoglobin was 6.3 g/dl on admission. Coumadin was stopped, and afterwards the patient¿s inr was 2.2. On (B)(6) 2015, an esophagogastroduodenoscopy (egd) was performed, but the location of the bleeding was not identified. On (B)(6) 2015, a capsule endoscopy was performed which showed proximal small bowel bleeding that was assumed to be proximal jejunal angioectatic vessels. On (B)(6) 2015, a push enteroscopy was performed that revealed gastric antral vascular ecstasia which was treated with argon plasma coagulation. On (B)(6) 2015, coumadin was restarted. The patient¿s inr goal was 2.0-2.5. The patient was given 3 units of packed red blood cells during the hospital stay. The pump parameters were within normal limits. The patient was discharged on (B)(6) 2015.